Manufacturer narrative:
The insulin pump was received with no act, up and escape button response due to corroded keypad traces. No button error alarm, no blank display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to buttons not responding. No numbers scrolling during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked case reservoir tube window corner and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error while trying to deliver a bolus. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 400 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.